Event description:
It was also reported that the patient was placed under general anesthesia for the device explantation surgery on (B)(6) 2025.

Event description:
Per the clinic, it was reported that imaging (date not reported) revealed tip fold over and open circuits were noted on electrode 4 during the intraoperative impedances testing on (B)(6) 2025. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.